Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The event date was estimated as (B)(6) 2017. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that in (B)(6) 2017 the patient¿s lactate dehydrogenase (ldh) increased to 500¿s u/l. The patient was admitted and placed on heparin. Ldh decreased to 300¿s u/l, baseline ldh was 200-300 u/l. Reportedly, patient¿s inr was always supratherapeutic during time of increased ldh, inr 2.5-3.5.

Manufacturer narrative:
A correlation to the patient¿s signs of hemolysis could not conclusively be established. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.